Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the patient's underlying heartrate was below 70 beats per minute and it could not be determined if the patient was pacemaker dependent. It was also noted that the device recently indicated there were approximately three months left on the battery. Additionally, the right ventricular (rv) channel exhibited increased thresholds. This pacemaker was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Z-2016-2021.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the patient's underlying heartrate was below 70 beats per minute and it could not be determined if the patient was pacemaker dependent. It was also noted that the device recently indicated there were approximately three months left on the battery. Additionally, the right ventricular (rv) channel exhibited increased thresholds. This pacemaker was subsequently explanted and replaced. Other other then the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been received for analysis. This device was not returned for analysis. The product investigation determined that the no problem detected investigation conclusion code was selected based on product record and available information reviews.